Event description:
It was reported by end user that the irc5po2v concentrator is making a booming noise. Unit shuts down after unit is running for 40 minutes. Lights from green to yellow and then red light.